Event description:
It was reported that the customer had a motor error alarm and spanish software anomaly on insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. A47 alarm was noted in the alarm history screen due to corrupted history file. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing end cap sticker.